Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no scrolling through main menu noted. It was also received with cracked reservoir tube lip. It passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error; she cleared the alarm and then, the screen was scrolling when the button was pressed. The blood glucose at the time of the incident was 315 mg/dl. The customer did not recall any significant events leading to the keypad issue. The device was returned for analysis.